Event description:
It was reported that in (B)(6) 2012, the ground path impedance increased to over 4. Pt has been struggled to hear with her right ear (the pt is bilaterally implanted), as per her audiologist and her mother. A decrease in performance was noted at the pt's annual visit in (B)(6) 2012.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.